Event description:
It was reported the pt had iliopsoas tendonitis pain. Pt was revised; psoas tendon excised.

Manufacturer narrative:
The root cause of this specific event could not be determined with the limited info provided, however there is no indication available to suggest it is device related. Iliopsoas tendonitis is an inflammation of the tendon or area surrounding the tendon. The surgeon stated that the revision was not related to the implants. Without an analysis of the x-rays and clinical info it cannot be determined how the tendonitis/bursitis developed. A review of the device history records indicates that the reported devices were manufactured and accepted into finial stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.